Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that a motor stall occurred without recovery, confirmed in the event logs. The pt experienced symptoms of withdrawal and went to the emergency room. Prior to surgery, the pump was scanned multiple times and the "motor stall" message appeared. The stall occurred early in the morning of (B)(6) 2010 and did not recover. The pt claimed he tried to use his pt monitor (ptm) around 4:00am on (B)(6) 2010 and the error code appeared on his ptm. After reading the pump logs, the time of the stall was around the time the pt tried to use his ptm. Morphine was administered via the pump at a concentration of 25mg/ml and a daily dose of 7.598 mg/day. The pump was replaced (B)(6) 2010. The pt's status was recovered without sequela. Additional information has been requested, but was not available as of the date of this report.